Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient has a chemotherapy plan for a ¿cerebellar malignancy. ¿on 07-19, the nurse placed the patient's indwelling needle as prescribed. The nurse successfully placed the needle in the patient's arm, and the medication could be infused normally. About half an hour later, the patient reported that the infusion line was leaking, and by and by called the nurse to come and look at it. The nurse looked at it and found that there was an oozing situation at the connection between the needle wing and the catheter. The nurse removed the original indwelling needle and punctured the indwelling needle for the patient again, and the follow-up process went smoothly. No injury reported.